Event description:
It was reported 4 hours following a successful application of a staysis patch, the pt developed an allergic reaction. The pt developed edema, redness and swelling around the neck. The pt was given benadryl (dose unk) and afterwards when the st. Jude medical rep observed the pt there were no signs of the reported allergic reaction.